Event description:
It was reported that the device was used during a rectum resection procedure. Could not find staples in the situs or the magazine. The device cut but did not staple. No further information is available. Another device was used to complete the case. There was no adverse consequence to the patient. On device discarded, however 15 reloads will be returned.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. Summary of a conversation with the surgeon and ees rep, "yesterday we had to operate a (B)(6), very obese lady from an advanced, stenotic rectal carcinoma. Due to the advanced age and comorbidities an ultra-low rectal resection with construction of a permanent-stoma was planned. During the in general difficult surgery, the stacking of the rectum at the level of the pelvic floor failed as the ets45 could be fired and it cut, but it did not staple. Neither in the reload nor in the removed bowel preparation nor in the abdominal cavity were any staples present. There was a significant spilling of feces through the open intestine into the abdominal cavity." According to the surgeon, the patient's condition is ok. Additional information was requested and the following was obtained: on what tissue type was the device used? Rectum. At what location on the tissue?rectum. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)unknown. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? No. What were the patients pre-existing conditions? (B)(6) female patient, highly obese, stenosing rectum carcinoma. Does the patient have any relevant history of surgical treatments? Unknown. How long has the surgeon been using this device for this procedure (in years)? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? Unknown. Response received for 2nd set of questions asked: how was the bowel repaired? With same like product. Was the patient given antibiotics or any other intervention for the feces spilling into the abdomen? Unknown. How was the feces removed from the patient? Unknown. The analysis results found that 17 tr45g reloads were received without an instrument. Fifteen reloads were received sterile and with three different batch number. One of each batch was opened and tested for functionality with a test device; one reload was received fully loaded with staples and it was tested for functionality; the device fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One reload was received fully fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. H52f3e: manufactured date: 08/05/2011; product exp. Date: 07/05/2016, h52d4t: manufactured date: 08/02/2011; product exp. Date: 07/02/2016, h52j4t: manufactured date: 08/16/2011; product exp. Date: 07/16/2016. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches.